Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to place the pump into storage mode and return it using the provided return box and pre-paid label to avoid charges. The customer acknowledged the instructions and was informed that a replacement pump, equipped with the latest software, had been sent. The customer was advised to program their settings and connect their continuous glucose mon itor to the new pump upon receipt. Customer will use a backup insulin pump.